Event description:
Ibc from patient regarding crono pump; states sn # (B)(4) was alarming with "occlusion" error message. States she thought it was a tubing issue but the alarm went off again in about 5 hours. Pt switched to a new pump using same line and no occlusion alarm. Will send this pump back along with the other that's due for maintenance, states she already had 2 functioning pumps on hand (1 new pump was sent last shipment). No se resulted from this issue.